Event description:
A physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. The physician successfully deployed the starclose clip and retracted the vessel locator into the fully deployed delivery tube. At this time, two locator wings were prolapsed and not retracted back into the device. Closure was achieved with this device. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, there were two dislodged vessel locator wings. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."